Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient was feeling the patient¿s heart pounding and a preliminary review by a doctor identified the patient¿s left ventricular lead as being dislodged. The patient was referred for a lead repositioning but the referred-to doctor at a subsequent juncture determined all three of the patient¿s leads were dislodged. The doctor explanted and replaced all three leads. The patient was stable during and after the surgery.